Event description:
The user facility reported after a processing cycle was completed, a hose separated from the system 1e processor, causing water to come out into the room where the unit is located. Facility personnel shut off the water supply and cleaned the water up. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimped fitting had separated at the uv outlet connection. Technician installed a new 90 degree factory crimped hose, tested the unit including running two diagnostic and one processing cycle and found the unit operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).